Event description:
Customer reported on a bravo capsule which failed to detach from esophagus. It has been 4 weeks since the bravo procedure took place and the capsule was still attached. The patient was asymptomatic. The doctor received the required information including a technique to detach a retained capsule. The capsule was uneventfully removed by intraoperative endoscopy. Patient had severe reflux scarring, and in cases a bravo capsule is attached to an area of scarring/inflammation, the risk of retention may be higher.